Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump became unresponsive. She stated that she took out the battery and then received a button error alarm. She stated that when she did this, a piece of the battery compartment fell off. The blood glucose reading was 153 mg/dl. Nothing further was reported.